Event description:
It was reported that pre-op, when using the skeeter drill, the bur is wobbly and cannot be used. There is no patient involved in this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, there was biological contaminants compacted onto the distal diamond grit tip. The length of the bur should be 3.850 +0 .015/-0.010 inches and the actual measurement was 3.859 inches. The outside diameter of the distal tip should be 0.031 ± 0.003 inches and the actual measurement was 0.03150 inches. The outside diameter of the tang on the proximal end of the bur should be 0.0580 ± 0.001 inches and the actual measurement was 0.05740 inches. All the dimensional measurements were in specification. Functionally, the bur fit securely into a handpiece and ran in forward mode at 16,000 rpm with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.